Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ckmb stat (ck-mb - the mb isoenzyme of creatine kinase) results for 27 patient samples on cobas e601 analyzer serial number (B)(4) on (B)(6) 2015. The customer noticed low results for patient samples and performed a calibration which failed on the active reagent pack, but was acceptable on the standby reagent pack. The customer removed the active pack and repeated patient testing using the standby reagent pack. Of the data provided, only the results for three patient samples from (B)(6) 2015 were a reportable malfunction. Patient sample 1 initial result was 1.62 ng/ml. Patient sample 2 initial result was 0.969 ng/ml. Patient sample 3 initial result was 1.37 ng/ml. The repeat results were requested, but not provided. The initial results were reported outside the laboratory. The patients were not adversely affected. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The suspect reagent pack was checked and beads were found in the inner cover. An issue with the single reagent pack at the site was the most probable cause.